Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. Updated: b4, b5, b6, d2, g1, g3, g6, h1, h2.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g4, g7, h1, h2, h3, h6, h9, h10 correction: h4 reported event was confirmed by review of medical records provided. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. Medical records review indicates there is mild pain; fall due to unknown reasons, contralateral femur fracture, and no indication of loosening. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient was experiencing pain, inability to bear weight, and feelings of the knee giving way one year post implantation and was instructed to continue physical therapy and home exercises. Further, patient had an unknown fall that resulted in a contralateral femoral fracture and was prescribed rehabilitation. Attempts to obtain additional information have been made; however, no more is available at this time. The operative findings noted that revision due to femoral implant loosening, mild flexion instability, general anesthesia + block x2, mild flexion instability, patella well fixed and remains intact, no gross loosening of the femoral or tibial components and removed without difficulty, no signs of infection, rom with trial components good, permanent components placed with bone cement, no intra-op complications/events, aspirin for dvt prophylaxis, dc with op rehabilitation

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
(B)(4). D10 - medical product: femur cemented catalog # 42504607012 lot # 64890244. Articular surface fixed bearing constrained posterior stabilized (cps) catalog # 42522600816 lot # 64781777. Stem extension catalog # 42560113518 lot # 64835221. Tibia fixed cemented catalog # 42542007502 lot # 65016894. Stem extension catalog # 42560113516 lot # 64707584. Tibial augment catalog # 42555805210 lot # 64963266. H3: customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient was experiencing pain, inability to bear weight, and feelings of the knee giving way one year post implantation and was instructed to continue physical therapy and home exercises. Further, patient had an unknown fall that resulted in a contralateral femoral fracture and was prescribed rehabilitation. Attempts to obtain additional information have been made; however, no more is available at this time.